Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump battery compartment was cracked, and moisture was also visible in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and a power loss was not observed. Evidence of moisture ingress was also found in the battery compartment. The pump was exercised for 24 hours with no duplicated power interruptions. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.